Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a seizure and woke up in the hospital. The customer stated they are a brittle diabetic, checked their blood glucose and it was 145mg/dl. Customer current blood glucose was 325mg/dl. The customer stated the insulin pump did not shut off when she went low. The customer was wearing the insulin pump at the time of hospitalization. The customer also stated they encountered high blood glucose, but declined to troubleshoot. Customer believes the high blood glucose was caused by infection under sensor she had.